Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of depression ("chronic depression") in an adult female patient who had essure inserted (lot no. 623228) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In 2010 she experienced depression (seriousness criterion medically important), burnout syndrome ("burn out"), hypothyroidism ("hypothyroidism"), disturbance in attention ("lack of concentration") and suicidal ideation ("suicidal ideations"). At the time of the report, the outcomes for depression, hypothyroidism, disturbance in attention and suicidal ideation were unknown. No causality assessment was received for essure with regard to burnout syndrome, hypothyroidism, disturbance in attention, depression or suicidal ideation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on (B)(6) 2023. The most recent information was received on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of depression ("chronic depression") in an adult female patient who had essure inserted (lot no. 623228) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010 she experienced depression (seriousness criterion medically important), burnout syndrome ("burn out"), hypothyroidism ("hypothyroidism"), disturbance in attention ("lack of concentration") and suicidal ideation ("suicidal ideations"). At the time of the report, the outcomes for depression, hypothyroidism, disturbance in attention and suicidal ideation were unknown. No causality assessment was received for essure with regard to burnout syndrome, hypothyroidism, disturbance in attention, depression or suicidal ideation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76 kg. Lot number: 623228 manufacture date:2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.